Event description:
It was reported that while using the unspecified bd ¿ syringe black matter was coming off the plunger. The following information was provided by the initial reporter: verbatim: ra user facility reported that black matter was apparently coming off plunger that can be seen when drawing from the heparin bottle. Attn:. Complaint: a user facility reported that black matter was apparently coming off plunger that can be seen when drawing from the heparin bottle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Material or plant could not be determined from the provided images. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See h.10..

Event description:
It was reported that while using the unspecified bd ¿ syringe black matter was coming off the plunger. The following information was provided by the initial reporter: verbatim: ra user facility reported that black matter was apparently coming off plunger that can be seen when drawing from the heparin bottle. Attn: xxx complaint: a user facility reported that black matter was apparently coming off plunger that can be seen when drawing from the heparin bottle.